Event description:
During the atrial fibrillation procedure, a blood leak was noted. A non-abbott rf needle (baylis rf needle) was inserted into the sheath and dilator for septal puncture, and a non-abbott device (biosense pentaray) was inserted into the sheath, causing blood to leak from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences. No additional septal puncture was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.